Event description:
It was reported that the foley catheter was labelled as having a 10ml balloon, but the catheter packaging stated 5cc balloon. When the staff inserted the catheter and inflated the balloon to 10ml, the balloon had ruptured therefore the catheter had to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was labelled as having a 10ml balloon, but the catheter packaging stated 5cc balloon. When the staff inserted the catheter and inflated the balloon to 10ml, the balloon had ruptured therefore the catheter had to be replaced.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned two-photo sample noted one opened (with original packaging), silicone foley. Visual inspection of the two-photo sample noted that we could not verify if the reported the reported failure due to the poor condition of the photo sample therefore this investigation is considered inconclusive. Also noted that no ballon rupture was noted on the catheter balloon. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿incorrect cut". However, there was insufficient information to confirm this potential root cause. The reported event is addressed and the residual risk for this event is low. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "description: bard all-silicone foley catheters aid in clinical management by allowing for continuous drainage and measurement of urine. Indwelling urinary catheters or foley catheters can be used in patients of all ages. Up to 10 ch/fr is generally considered pediatric sizing, however, the appropriate size should be determined by the healthcare professional. Intended use: for urological use only. Indications: bard all-silicone foley catheters are indicated for any clinical condition requiring drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. Contraindication: no known contraindications caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness, or death of the patient. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Warnings: on catheter, do not use ointments or lubricants having a petrolatum base. It may cause balloon to burst. Instructions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Follow your facility protocol for catheter stabilization and urine collection. Insertion 1. Wash hands. 2. Use proper aseptic technique to prepare the patient for catheter insertion. 3. Remove the catheter from wrap and lubricate the catheter. If hospital policy permits, it is possible to inject lubricant into the urethra. 4. Catheterize the patient using dominant hand. 5. When catheter tip has entered bladder, urine will flow through the catheter. A. For female, insert catheter 2 more inches (approximately 5 cm). B. For male, insert catheter all the way to bifurcation. 6. Inflate the balloon with pre-filled water syringe if included. A. If pre-filled syringe is not included, then use a slip tip/luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the inflation lumen of the catheter. 7. Gently pull the catheter until the catheter balloon is snug against the bladder. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.